Event description:
It was reported that the patient developed an area of 3-5 cm of redness and swelling at the incision site, an increased temperature, and was diagnosed with an superficial incisional ssi seven days post-op. The infection was treated with oral antibiotics, and was resolved in 05/2004.